Event description:
It was reported that the synthes drill was discovered to be missing the blue ring during a routine equipment evaluation at the user facility, by a manufacturers' service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Evaluation conclusion: the device has been discarded by the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the synthes drill was discovered to be missing the blue ring during a routine equipment evaluation at the user facility, by a manufacturers' service technician. There was no patient involvement, and there were no user injuries or adverse consequences.